Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the integrated multisensor technology (imt) and system maintenance log, and discovered that the customer has not been performing advanced cleans with every imt sensor change. Ccc instructed the customer to run two advanced cleans. The customer stated that quality controls (qc) were within range, but higher when compared to the other dimension vista instrument. The customer aligned the imt module and probe, primed all imt fluids, replaced the sensor, and ran a calibration which passed. Qc was run, resulting within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse removed the imt and disassembled and cleaned the rotary valve. The cse then re-assembled, aligned and changed the v-lyte chip, and ran a diluent check, obtaining high relative bias. The cse removed the imt, replaced the rotary valve re-assembled, aligned, wetted, and re-ran the diluent check, still obtaining high bias. The cse replaced the imt diluent and salt bridge, primed the system and ran a successful diluent check. The cse then ran the diluent check solution as patient samples on both dimension vista instrument, and the results matched between the instruments. Quality controls were run, resulting within range. The cause of the discordant na results is unknown. The cause of the customer not running advanced cleans with every sensor change is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower or higher than the initial results. Patient samples (B)(6) resulted higher on the second replicate when tested on the same instrument, and matched the repeat result on the alternate dimension vista instrument, with the exception of sample (B)(6) which was not retested. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.